Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, and leak tested. The first cylinder had wear at a fold in the proximal side of the component. Additionally, a hole was identified on the distal portion of the cylinder; however, this was consistent with sharp instrument damage. The second cylinder presented wear at a fold in the proximal side. The second cylinder passed the leak test. Visual analysis of the reservoir identified wear at a fold in the shell; however, the reservoir passed the leakage test. The pump was visually inspected, not revealing any damage or abnormality. Upon functional testing, the pump did not pass the activation tests 2 and 3. Based on the information available and analysis results, the pump not passing the activation tests 2 and 3 could have caused or contributed to the reported clinical observation of the ams 700 not working properly. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a hole was identified in the left cylinder; however, its cause was not detailed by the facility. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a hole was identified in the left cylinder; however, its cause was not detailed by the facility. There were no patient complications reported.